Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple intermittent altitude alarms. The customer was able to clear the alarms and resume insulin delivery. Customer reported an elevated blood glucose (bg) level ranging from 300 to 400's (mg/dl) and administered an injection to stabilize bg level. Customer indicated that an insulin injections were used to treat bg level and injections as well as their current pump will be used to manage diabetes until arrival of replacement pump.